Event description:
Reporter alleged customer woke up at 6 am and took blood glucose result at 6:15 am, result unk, however, normal morning 12 units of insulin was taken at 6:35 am. It was stated at 7:00 am glucose read 400 mg/dl so customer took a fast-acting insulin at 7:15-7:30 am and passed out. Reporter stated paramedics were called and glucose read 20 mg/dl at 9:05 am so customer was treated with a glucose IV and gel as a result. No other actions or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.

Event description:
Reporter alleged customer woke up at 6 am and took blood glucose result at 6:15 am, result unk, however, normal morning 12 units of insulin was taken at 6:35 am. It was stated at 7:00 am glucose read 400 mg/dl so customer took a fast-acting insulin at 7:15-7:30 am and passed out. Reporter stated paramedics were called and glucose read 20 mg/dl at 9:05 am so customer was treated with a glucose IV and gel as a result. No other actions or treatment was reportedly received. A request was made for the return of the suspect device and replacement product was sent.